Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that patient experienced iris prolapse and during cataract surgery, an ophthalmic system exhibited no aspiration in phacoemulsification mode. Surgeon then went from cult step to quad step to clear a clog, and then had a proper aspiration. Surgeon used a suture at of sequence to avoid further prolapse iris. Surgery was completed on the same day and current condition of patient is unknown.

Manufacturer narrative:
Corrected information is provided in sections d.1, d.2 and d.4. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for testing on this investigation. The root cause of the reported event is attributed to surgical factors; as the device functions as intended. However, the company representative was present (on-site at the time of the event). They confirmed that the system was not getting aspiration with phacoemulsification at the start of the sculpt step. This is an intended function of the system. Neither phacoemulsification nor aspiration appear until intraocular pressure (iop) is established in the eye. A reduction of the phacoemulsification and aspiration steps can be made via training. It is recognized that there may be future enhancement opportunities. The console emits different tones or sounds to indicate an occlusion or vacuum activity during operation. The occlusion tones can indicate whether the vacuum is near or at the preset limit and aspiration flow is reduced or stopped. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. The root cause of the reported event is attributed to surgical factors; as the device functions as intended. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.